Event description:
Pt receiving vancomycin q 12 hrs through cadd plus pump. The pump delivered about 50% of the 10pm dose & stopped, flashing off. The nurse was unable to restart the pump. A new pump was given to the pt and the pt's IV antibiotic continued per orders.